Event description:
It was reported that a patient presented with over-sensing of noise due to fracture of the lead alleged by the physician. The fracture was not confirmed with imaging. The lead was capped and replaced on apr 10, 2026. No adverse patient consequences were reported.